Manufacturer narrative:
(B)(4): the meter was evaluated and the primary complaint was not confirmed; however a secondary issue was noted where the meter was found to have a damaged lcd. After pa replaced the lcd, the meter functioned properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (lfs) USA alleging "does not turn on." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement product was sent to the patient.